Manufacturer narrative:
C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. H3 "other"; h6 codes b20, c20: the device remained in the patient, therefore, a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, during an iliac branch endoprosthesis procedure with a gore® excluder® iliac branch endoprosthesis (ibe), a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was meant to be implanted for a 74-year-old male patient in the hypogastric artery for the treatment of aneurysm. During the procedure, the hospital first tried to advance from the ibe the internal iliac component (hgb). Due to the angulated anatomy, it was not possible to advance the hgb into the hypogastric artery. The external iliac artery on both sides and hypogastric artery on treatment side were very angulated. Therefore, the physician tried to advance a vbx stent. However, during advancement through a 12fr 45 cm gore® dryseal flex introducer sheath, they were unable to advance the vbx stent out of the sheath. The vbx stent got stuck 10 cm before the end of the sheath. They pulled back the vbx stent, swapped guidewires and tried again to advance the vbx stent. The first guidewire was a 0.035¿ rosen (unknown manufacturer) and the second guidewire was a 0.035¿ amplatz super stiff (boston scientific). However, still the same result, the vbx stent got stuck in the sheath while it was halfway through. Then they pulled back the vbx stent and probably, due to the elongated external arteries, the vbx stent came loose from the delivery system. The hospital first did not see it, but after a short period of time they saw the vbx stent in the aneurysm sac. No attempts were made to retrieve the vbx stent. At the end, they were able to place a hgb in the hypogastric artery and the vbx stent is swimming in the aneurysm sac. The implanted hgb ruled out the need for another vbx stent. The delivery system was discarded. However, the vbx stent remained inside the patient. Reportedly, the vbx stent in the aneurysm sac was not causing any issues for the patient. A computerised tomography angiography scan was performed on the next day and the patient was doing well. The implantation of the gore® excluder® iliac branch endoprosthesis was successful. The physician suspected that the vbx stent could not be advanced through the introducer sheath due to tortuous patient anatomy and kinking of the sheath. The sheath probably kinked when the vbx stent was advanced through at the beginning of the procedure.

Manufacturer narrative:
H3 "other"; h6 codes b14, b20, c19, d15, d1001: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. According to the information provided, the cause for the reported inability to advance to the target location was related to tortuous patient anatomy and kinking of the introducer sheath. The root cause for the reported endoprosthesis dislodgement could not be established with the available information.

Event description:
The following information was reported to gore: on (B)(6) 2025, during an iliac branch endoprosthesis procedure with a gore® excluder® iliac branch endoprosthesis (ibe), a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was meant to be implanted for a 74-year-old male patient in the hypogastric artery for the treatment of aneurysm. During the procedure, the hospital first tried to advance from the ibe the internal iliac component (hgb). Due to the angulated anatomy, it was not possible to advance the hgb into the hypogastric artery. The external iliac artery on both sides and hypogastric artery on treatment side were very angulated. Therefore, the physician tried to advance a vbx stent. However, during advancement through a 12fr 45 cm gore® dryseal flex introducer sheath, they were unable to advance the vbx stent out of the sheath. The vbx stent got stuck 10 cm before the end of the sheath. They pulled back the vbx stent, swapped guidewires and tried again to advance the vbx stent. The first guidewire was a 0.035¿ rosen (unknown manufacturer) and the second guidewire was a 0.035¿ amplatz super stiff (unknown manufacturer). However, still the same result, the vbx stent got stuck in the sheath while it was halfway through. Then they pulled back the vbx stent and probably, due to the elongated external arteries, the vbx stent came loose from the delivery system. The hospital first did not see it, but after a short period of time they saw the vbx stent in the aneurysm sac. The hospital did not see that the vbx stent came loose, so the vbx stent probably got stuck in the sheath. After the guidewire was removed, the vbx was ¿swimming¿ in the sheath. Probably while advancing materials for the next step, the hospital pushed the vbx stent out of the sheath. No attempts were made to retrieve the vbx stent. At the end, they were able to place a hgb in the hypogastric artery and the vbx stent is swimming in the aneurysm sac. The implanted hgb ruled out the need for another vbx stent. The delivery system was discarded. However, the vbx stent remained inside the patient. Reportedly, the vbx stent in the aneurysm sac was not causing any issues for the patient. A computerised tomography angiography scan was performed on the next day and the patient was doing well. The implantation of the gore® excluder® iliac branch endoprosthesis was successful. The physician suspected that the vbx stent could not be advanced through the gore® dryseal flex introducer sheath due to tortuous patient anatomy and kinking of the sheath observed when the sheath was pulled out. The sheath reportedly probably kinked when the vbx stent was advanced through at the beginning of the procedure.